Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 3pm at his home. Caller stated that he received a result of 303mg/dl he stated that his normal range for testing at that time of day is usually around 129-139mg/dl. Caller stated that he started to feel dizzy weak and nervous. He stated that he then called paramedics. While waiting for the paramedics to arrive the end-user stated he drank water. Prior to testing or calling paramedics he stated that he took the following medications: metformin, levothyroxine, atorvastatin, and omeprazole. He also said he drank some gatorade soda and water. Paramedics arrived within 2 minutes and tested the end-user with their meter he said he does not recall what the result was. The end-user was not transported to the emergency room by the paramedics and does not recall what his blood glucose was before they left his home. The end-user was informed that his test strips were open longer than 90 days and they were no longer any good to use. No further information was provided.